Event description:
A hospital in (B)(6) reported that during a procedure the surgeon drilled a hole and inserted the screw. During insertion a thin thread of metal peeled off.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was received and evaluated. The performed investigation could not detect any material faults. The present screw was damaged most likely during insertion. The chip consists of material sheared off from the thread of the screw. Due to the small dimension of the screws, the applied force may exceed its mechanical stability and lead to deformation and damage without consciously application of exceedingly loads by the user. The damaged holes at the plate could be initiated by eccentric drilling through the plate holes and extensive contact with the screw during implantation leading to the shearing of the thread. Placeholder.